Event description:
A discordant high advia chemistry 1800 calcium result was obtained on one patient. Result was reported to the physician. The sample was retested by the laboratory on the same instrument and at an alternate laboratory. There is no report of adverse health consequences or patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens technical service engineer (tse) was dispatched to the customer site. After analyzing the instrument data it was determined that the cause of the discordant calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.